Manufacturer narrative:
Service representatives attempted to evaluate the unit but customer did not make the unit available. There have been no additional reports of the issue by the customer.

Event description:
Customer reported no heart rate numerics were displayed on the v series monitor. No patient injury was reported.